Manufacturer narrative:
Manufacturing site: (B)(4). The reported sasuke was returned with the concomitant guide wire, tip separation was confirmed on the returned sasule at the junction of tip and outer tube segments, exposing the inner tube that was found stretched. The distal part of the guide wire was helically deformed and the saske tip was found on the guide wire at approximately 5-12mm from the wire tip. The length of the sasuke tip which was originally 4mm long became approximately 7mm long. The mid part of the sasuke tip was crushed and stretched. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had likely contributed to the observed tip separation of the returned sasuke double-lumen catheter. The applied stress would exceed the product's design limit, and therefore, torn the sasuke tip likely when it was being caught and restricted its movement by the balloon of kusabi exchange catheter. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: precautions: this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. Malfunction and adverse effects: separation.

Event description:
It was reported that the tip of an asahi sasuke double-lumen catheter detached during a percutaneous coronary intervention to treat a mildly tortuous 80% stenosis in the mid left anterior descending artery. Sasuke was used for side branch wiring and exchange. After sasuke was withdrawn using a non-asahi kusabi exchange catheter, it was found under fluoroscopy that the sasuke tip was remaining on the wire. A snare was used to secure the tip on the wire and the tip was successfully retrieved. The patient was stable without complication associated with this event.

Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 19, 2020. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911.